Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The patient does not test her blood glucose every day. However, on days that the patient does test, she checks her blood glucose 1-3 times. Her normal blood glucose levels are around 80-100 mg/dl. She takes 18-22 units of lantus every evening and regular insulin on a sliding-scale based on her meter readings. The patient also takes 1-2 pills of glipizide at noon everyday. The patient indicated that the alleged meter issue started around september seventeen days earlier. The patient mentioned that around that time, she had just switched over to a new bottle of test strips. Also, on two weeks prior to original date, the patient had heart surgery for an unspecified reason or condition. For about 1-2 weeks, the patient stated that she was getting readings in the "140's, 150;s and 160's" mg/dl. As a result of getting the higher meter readings, the patient started increasing the dosages of her medications. The patient either took 2 pills of glipizide at noon or increased her lantus insulin dosages to 22 units. In some instances, the patient also took regular insulin based on her meter readings. On two days prior to original date, the patient remembered getting a pre-breakfast meter reading of "158 mg/dl" at around 8:00-9:00 am. Based on the meter reading, she believes she took 5 units of regular sliding-scale insulin. The patient ate a "good lunch" that same day at an unspecified time. She denied taking any insulin at lunchtime and could not remember if she took 1 or 2 pills of glipizide at noon. At an unspecified time after eating lunch, the patient started feeling weak, sweaty and shaky. She did not test her blood glucose at lunchtime or when her symptoms developed. She went to a regularly scheduled doctor's appointment for her heart at 2:30 pm in the afternoon and had her blood glucose checked by the lab. The lab obtained a blood glucose result of "49 mg/dl." She did not receive any treatment from the doctor's visit. However, when she got home around 3:00 pm, the patient ate fruit and felt better afterwards. The patient did not test her blood glucose at that point. The patient was using a correct technique for testing with the reported meter. The patient' was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that the meter was giving inaccurate high results and later suffered a hypoglycemic episode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.